Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check and potential need for replacement, which resolved after a device restart and did not recur; blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in association with the alert condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.